Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the lens was split in half and a piece of the haptic was torn off and missing. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Reportedly, trailing haptic was torn off upon insertion requiring intraoperative lens removal/ exchange. The damaged lens was removed without incision enlargement or any other tissue damage. Another staar lens of same model and diopter was implanted successfully. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2014 the most likely reason of the event was unknown. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the haptic of the +22.5 diopter cc4204a collamer single piece lens tore off on insertion and was replaced with another staar lens. There was no patient injury.

Manufacturer narrative:
The following statement should have been added in supplemental #2: device history record (DHR) review: review of the manufacturing, inspection, and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Claim# (B)(4).

Manufacturer narrative:
This is a resubmission to correct MFR # for supp# 2 in which the MFR number was reported incorrect. Claim# (B)(4).